Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received audio anomaly. Customer¿s blood glucose level was 180 mg/dl. Customer reported that they did hear beeps when audio volume settings were saved. Customer hear the differences between the two audio beep volumes. Customer stated that they performed audio test and the test was failed. Customer troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures noted during self test or in pump history files. Device received with missing retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir in place due to missing retainer.